Manufacturer narrative:
Additional information received from the local field representative indicated the hospital disposed the device and it will not be returned for analysis.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this implantable pacemaker exhibited oversensing, low right ventricular (rv) pacing impedance measurements of less than 200 ohms, and loss of capture. It was reported that the patient was having syncopal episodes as a result. Surgical intervention was performed and the lead was surgically abandoned and replaced. It was reported that the lead had an insulation break. The device was replaced at that time as well. No additional adverse patient effects were reported.